Event description:
We had gone through the setup procedure which went fine, no error messages. When dr. Smith inserted the probeit would not cut. He made several attempts before we opened a new kit. The net kit worked with no issue. We caled our rep at the time but was unable to contact her until after the handpiece had gone to biohazard waste. We did not know until today that the handpiece is supposed to be returned.